Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the guidewire. A fresh guidewire was inserted in the lead and came to an occlusion at 85.6 cm. There is blood in the lumen at 85.6 cm, if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead was difficult to place. The lumen appeared blocked and it was impossible to insert the guidewire. The physician tried to wash the lead lumen, but it appeared still blocked. The lead was removed and replaced. No patient complications have been reported as a result of this event.